Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the device that can turn his ins on and off is not turning the ins on. Caller states he is seeing a screen on the patient programmer (pp). Patient was seeing the recharge stimulator screen. The caller stated he thought he charged the ins within the last 5 days. Caller stated the ins does not usually die this quickly. It was reviewed with patient that they would need to charge the ins a quarter and then would be able to turn the ins back on. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to not being able to turn the implant on and the recharge stimulator screen was a mental mistake. The patient reported that he thought he had charged it the day before, but he was wrong, he didn't charge it. The patient reported that he simply charged it up as it was dead. There was nothing wrong with it, just a mental mistake. No further complications were reported.